Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator did not start up. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator did not start up. The se replaced the central processing unit (cpu) board to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).